Manufacturer narrative:
Correction: d4; h6 device code a070909; img (annex g) component code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a lead integrity alert (lia) had triggered due to non-sustained ventricular tachycardia and short ventricular intervals. The lead was fractured per a report directly from the patient. The patient had been fitted with a wearable defibrillator prior to lead replacement. The patient reported that the initial replacement procedure was abandoned due to an occluded vein. A second procedure was conducted where the replacement lead was tunneled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddmb1d1 ICD; implant date: (B)(6) 2018; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced for unknown reasons. No patient complications have been reported as a result of this event.